Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
No patient interaction: us complainant reported the automated impella controller (aic) came back from preventative maintenance service and was found that the rotary knob was not working correctly. The aic was unable to change selections. The aic was replaced.

Manufacturer narrative:
The investigation for the reported console (aic) rotary knob issues has been completed. The console was returned for evaluation. Physical inspection of the console confirmed the reported complaint. The rotary knob did not consistently respond to rotations, and it responded inconsistently to button presses. This issue made it impossible to properly navigate through the user interface. The data logs were reviewed finding no errors or malfunctions were identified in the logs. The root cause of the issue was identified as the ribbon cable connecting the impellatronic board to the 4-in-1 being incorrectly inserted in the cable connector on the impellatronic board. D4-updated model number.